Event description:
Critical care nurses reported in an online survey that "no, the guidewire was not successful in providing transurethral or percutaneous access into the bladder or ureter or renal pelvis¿ because "false ureteral pathway" in relation to nitinol guidewire. Per clarification information received on 25aug2023, critical care nurses reported in an online survey that "no, the guidewire was not successful in providing transurethral access into the renal pelvis¿ because "false ureteral pathway" in relation to 150nss35 nicore¿ nitinol/nitinol guidewire, .035 in., 3cm, 150cm, stiff, straight¿."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be tip and/or core wire too small. A DHR review is not required as no lot number was reported for this investigation. The instructions for use were found adequate and state the following: ¿guidewires are used to provide access and facilitate passage of endourological instrumentation during urological procedures. Hydrophilic guidewires are offered in many different configurations that include: sizes (lengths and diameters), tip designs, and stiffness. The bard® nicore¿ wire has a nitinol core and a hydrophilic coating. The bard® hydro-glide¿ stainless steel guidewires are available with a hydrophilic coating. Indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications. Warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure incude, but are not limited to: perforation; acute or delayed bleeding; tissue trauma; edema. Direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the critical care nurses reported in an online survey that "no, the guidewire was not successful in providing transurethral or percutaneous acces into the bladder or ureter or renal pelvis¿ because "false ureteral pathway" in relation to nitinol guidewire. Per clarification information received on 25aug2023, critical care nurses reported in an online survey that "no, the guidewire was not successful in providing transurethral access into the renal pelvis¿ because "false ureteral pathway" in relation to 150nss35 nicore¿ nitinol/nitinol guidewire, .035 in., 3cm, 150cm, stiff, straight."